Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported separation. Description: the tubing disconnected at the connection between lower tubing and the silastic portion during priming. Any adverse event or serious injury reported to patient or healthcare professional? No was there any leakage? Yes , saline only as it occurred during priming.

Manufacturer narrative:
Three sets model 2420-0007 were returned for investigation. The sets were examined for defects and abnormalities. All three sets were separated just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between tubing and lower fitment could be related to lack of solvent due contamination inside the solvent dispenser container or solvent application not correctly carried out by the assembler. The finish good lot 25105220 was manufactured in october, there have been improvement to the manufacturing process. The standard work instruction was updated and two fixtures were implemented to assist in the solvent process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.